Event description:
During a routine shift check by a clinician, the device displayed a "bridge test fail" message. There was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and observed proper operation during functional and performance testing. The reported malfunction was not replicated or confirmed. The device was returned to the customer.